Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse observed no such error and malfunctioning. Then, all functional checks were performed successfully. The unit was then handed over in working order.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) was not maintaining pressure.